Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism, hypotension and EKG/ECG. The patient effects of air embolism, hypotension and EKG/ECG are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during use of the steerable guide catheter, there was a possibility patient experienced air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. After advancing the steerable guide catheter (sgc) to the left atrium, st elevation was noted and the blood pressure decreased. When the patient was normalized, the procedure continued. One clip was implanted, reducing mr to 1. In review of the procedure, there was a possibility of air introduced into the patient, although air was not confirmed by echocardiogram. There was no leak in the sgc noted. No additional information was provided.